Event description:
It was reported that a patient experienced cardiac perforation due to the tip of their right ventricular lead. The lead was explanted and replaced on may 5, 2022. The patient is recovering.

Manufacturer narrative:
The reported events were failure to capture and cardiac perforation. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Visual inspection found the helix to be retracted and clogged with blood. Despite the over-torque of the inner coil noted at the connector region, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length and tip stiffness were both within specification.